Event description:
It was reported that pump experienced malfunction alarm with code displayed and was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if issue happened again, which caller acknowledged and understood.